Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. The customer blood glucose level was in 50¿s mg/dl. Customer was treated with the food and they declined to troubleshoot for low blood glucose. It was unknown that auto mode was used or not. The insulin pump will not returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at .08715 inches. (B)(4).